Event description:
It was reported that the customer was experiencing high blood glucose due to no delivery alarms. Customer's blood glucose was 288 mg/dl. Customer stated that she needed assistance with program setting for her new insulin pump. Customer's blood glucose was 410 mg/dl. Customer treated wit the insulin pump. The customer was assisted in program setting and was advised to monitor blood glucose and speak with healthcare provider about the settings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.